Manufacturer narrative:
A ge oec service rep investigated the issue and found no issue with the system. The malfunction was determined to be due to facility power issues that were fixed by the customer. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system workstation would not work when plugged into a specific wall outlet.